Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Follow-up report number # 4 submitted on 2017-jun-29 indicated the following information in error and should be omitted: ¿additional information was reported by the company representative. On 2017-jun-22 it was reported that the coiled catheter was discovered during surgery. And the rep could not provide any further clarification about what was found with the catheter. The rep noted that the physician thought that the coiled catheter could partially account for the volume discrepancies, ¿but certainly not for the large discrepancies that were allegedly seen.¿ on 2017-aug-30, the company representative clarified that he was aware of the surgery (pump and catheter replacement) that occurred on (B)(6)2017, but was not aware that there was a coiled catheter. The company representative further clarified that the physician had never mentioned anything regarding a coiled catheter to him. Follow-up # 4 indicated 2017(B)(6)- in error regarding the date received by manufacturer and the correct date instead is 2017-jun-27 if information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-aug-30, the company representative clarified that he was aware of the surgery (pump and catheter replacement) that occurred on (B)(6)2017, but was not aware that there was a coiled catheter. The company representative further clarified that the physician had never mentioned anything regarding a coiled catheter to him.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the volume discrepancies listed were what was reported from the account. The volumes were noticed at times for refill and when they suspected an issue of over infusion. The pump was accessed each time and the medication was withdrawn to check accuracy. The logs were read and no issues were revealed. There was the possibility of a pocket fill, but the nurses were very competent in doing refills so this wasn't the account's main concern. The pump was replaced last week (from (B)(6) 2017) and was sent back for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal morphine (compounded) 4 mg/ml at 0.5 mg/day, clonidine 150 mcg/ml at 18375 mcg/day, and baclofen (compounded) 4000 mcg/ml at 500 mcg/day via an implantable pump for spinal pain. It was reported that the pump should have dispensed ~0.25 ml since the last refill on (B)(6) 2017 but was ~10 ml less than expected. When they did the refill on (B)(6) 2017, the volume removed from the pump was ~4ml less than expected. They had seen less than expected [reservoir volumes] in smaller amounts (fairly small amounts) for the last 6 months or so (from (B)(6) 2017). The patient experienced a sudden, drowsy, "overmedicated" feeling on (B)(6) 2017. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was confirmed that the pump was explanted on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient is still nearly postoperative an intrathecal pump replacement done by a physician on (B)(6) 2017 after having malfunction of the pump due to complications with the catheter being coiled up and distributing medications inappropriately.

Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID 8703w lot# l46501 serial (B)(4) implanted: (B)(6) 1997 explanted: (B)(6) 2017 product type catheter. Corrected info: patient history was added. The device code (B)(4) was added. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the company representative. On (B)(6) 2017 it was reported that the coiled catheter was discovered during surgery. And the rep could not provide any further clarification about what was found with the catheter. The rep noted that the physician thought that the coiled catheter could partially account for the volume discrepancies, ¿but certainly not for the large discrepancies that were allegedly seen.¿

Manufacturer narrative:
Analysis of the pump found over infusion with an undetermined root cause. Analysis of the catheter found no significant anomalies; damage to the pump connector was identified that was consistent with explant damage. If information is provided in the future, a supplemental report will be issued.